Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant. During lead testing with this device, high out of range shock impedance measurements were obtained with a non boston scientific right ventricular (rv) lead. Connections were tested several times, but the issue persisted. Given the longevity of the rv lead, the physician opted to surgically abandon it and replace it as well as with this device. A new ICD was successfully implanted. No adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant. During lead testing with this device, high out of range shock impedance measurements were obtained with a non boston scientific right ventricular (rv) lead. Connections were tested several times, but the issue persisted. Given the longevity of the rv lead, the physician opted to surgically abandon it and replace it as well as with this device. A new ICD was successfully implanted. No adverse patient effects were reported. This device has been received for analysis.